Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Access was obtained through the femoral artery. The 90% stenotic, de novo lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. It was noted that resistance was met during insertion of the 2.25x15mm maverick2 balloon. The physician advanced the balloon to the lesion and on an unspecified inflation, the balloon was inflated to 6atms and the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No complications were reported and the patient's status is good.

Manufacturer narrative:
The doctor reported that the medpor left cranial implant was explanted on (B)(6), 2010. The doctor reported that the patient is doing well. No other implant was placed after the surgery. Device not returned.

Manufacturer narrative:
The device history records for lot number 89020-mci-019-08 (B)(4) was reviewed and all processes and test parameters were within the medpor implant specification. Device not returned.

Event description:
The doctor reported that the patient has an infection and will need another customized implant.